Manufacturer narrative:
(B)(4). The pump passed the displacement test, sleep current test, active current test and self test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed charge/battery lasts less than expected due to moisture damage on the electronic assembly. P-cap/reservoir locked properly in place. Pump received with serial number label damage/faded.

Event description:
Information received by medtronic indicated that the insulin pump had battery issue also he labeling on the insulin pump was already removed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.